Manufacturer narrative:
DHR: nothing unusual to report was found during DHR review. A query indicates no additional complaints have been received for this lot number. Return: customer returned 1x wgprime25 file that is broken approximately 2mm from the tip in an autoclaved bag. See attached photo. Visually checked under microscope and found no manufacturing marks or defects. No unopened product was returned for additional testing. Root cause unknown.

Event description:
In this event it is reported that waveone gold reciprocating file primary 25mm file broke during use at #19, tip separated at the apex. The broken part could be retrieved. Patient is allergic to nickel, it was determined best to remove and replace with an implant.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.